Event description:
During the evaluation of the device at a third-party service center, the device failed an active exhalation verification test during testing. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.